Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the conversation the customer care advocate (cca) had with the reporter. The same day at 6:00pm, the patient's mother stated that the patient obtained a blood glucose result of "474 mg/dl" with the subject meter. In response to the reading, the reporter administered 10 units of humalog insulin. At approximately 9:00pm that evening, the reporter claimed that the patient became dizzy, sweaty, and developed blurry vision. At the onset of symptoms, the patient's mother tested the patient with the subject meter and obtained a reading of "38 mg/dl," and immediately treated him with food and/or drink. A couple of hours after the incident, the reported attempted to re-test the patient with the subject meter; however, obtained an error message. The reporter confirmed she then tested the patient with another device (a onetouch ultra) and obtained a reading of "200 mg/dl." At the time of troubleshooting, the cca was unable to walk the reporter through a control solution test. This complaint is being reported because the reporter claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed and was treated for symptoms suggestive of severe hypoglycemia after the alleged meter issue began.